Event description:
It was reported that during the implant attempt, the doctor could not get the lead's helix to retract, which may have been caused by patient tissue within the helix. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.